Event description:
Line working fine with 2 kvo ns running, family left and pt shortly thereafter found by nurse. Upon entering the room nurse noted that the pt was slumped over toward the end of the bed and moaning/calling out with blood soaked through onto the pt¿s shoulder and was not responding appropriately. Pt found with the pole at the top of the bed and he was at the bottom so there may have been tension on the line at that time but nurse could not be sure. Nurse¿s repositioned pt onto his back and tried to pull him up in the bed, at that time the pt became unresponsive. Nurse pulled his shirt open to see where the blood was coming from and then found his double lumen hickman line had been severed and blood was slowly oozing out, only the top of the line remained and was open to air. Line was tied in a knot and called for a code, chest compressions for pea and st regained after 10 min. The pt is still in the hospital, he has been extubated and is having intermittent delirium. Psychiatry is following him and has recommended physical therapy. ¿regained after 10 minutes¿ means his heart started beating again, after 10 minutes of CPR.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed and will be reported as user related. The catheter was observed both visually and microscopically. There is a complete break located at the distal end of the bifurcation site. The proximal end of the distal section shows a granular veneer with rounded edges. The complaint sample contains traits that are consistent with a break in the tubing in which the elastic strength of the catheter has been exceeded. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the mfg process. The product instructions for use (IFU) cautions the user to minimize the risk of catheter breakage. Excessive pulling of the catheter should be avoided in order to avert damage to the silicone material. Care must be exercised when implanting, dressing, maintaining and removing the catheter in order to avoid damage to the device. A lot history review (lhr) of huwc1085 showed no other similar product complaint(s) from this number.